Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.